Manufacturer narrative:
The returned implantable pulse generator was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg), and the communication between the patients ipg and the physicians programmer was unstable. The physician suspects device malfunction. Since the patient is old and experiencing increased cognitive symptoms, the patients rechargeable ipg was replaced with a non-rechargeable type stimulator. Electrocautery was used during the revision. No adverse effect observed to the patient's health post operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg), and the communication between the patients ipg and the physicians programmer was unstable. The physician suspects device malfunction. Since the patient is old and experiencing increased cognitive symptoms, the patient's rechargeable ipg was replaced with a non-rechargeable type stimulator. Electrocautery was used during the revision. No adverse effect observed to the patient's health post operatively.